Event description:
On (B)(6) 2014, it was reported that the patient's infusion device frequently displayed e4 (occlusion error) even after changing the infusion set. On (B)(6) 2014, her blood glucose level rose to 463 mg/dl. At 8:00pm she went to diabetes specialist with a blood glucose level of 365 mg/dl and she had positive ketones. Her diabetes specialist had the patient admitted to the hospital where she received insulin via injection. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The used returned two head sets and two transfer sets were visually inspected and tested for flow and tightness. An occlusion with insulin was found within one head set and one transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.